Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was report a 29mm navitor tissue valve was chosen for an implant procedure on (B)(6) 2022 to treat aortic stenosis. It was noted that adequate calcium was present for valve replacement. Sizing was done by imaging. During the procedure the device was reported to be placed with a reported depth of 3mm for right coronary cusp (rcc)/ non-coronary cusp (ncc) and 2mm for left coronary cusp (lcc), lcc depth was a bit shallow. There was a possibility that the patients annulus was unequally expanding, however the user decided to complete a full-expansion. During the expansion, the device reportedly "popped up." The patients hemodynamically started to decline, developing hypotension therefore the patient was placed on percutaneous cardiopulmonary support (pcps) temporarily to help stabilize the patient. The navitor valve was pulled up into the ascending aorta by snare, not covering the coronary artery. The navitor was pulled completely out of the annulus and 26mm non-abbott was deployed on the patients native annulus so this procedure was not a 'valve-in-valve' procedure.

Manufacturer narrative:
An event of valve migration after post-implant balloon dilation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications, including specification for radial force. Based on the information from the field, a post-implant balloon dilation was performed, which dislodged the valve. Per the navitor instructions for use, artmt600132358 revision a, "post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage." Table 2 patient anatomical specifications: the correct size valve for a patient with an annulus diameter of 24.9mm is a 27mm navitor and a 29mm navitor was chosen for implant.